Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. The patient underwent hernia repair with mesh. It was reported that after implant, the patient experienced recurrence, adhesions and mesh migration. Post-operative patient treatment included revision surgery

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced mesh separation, recurrence, adhesions, pain, discomfort, mesh migration, <(>&<)> mesh disruption. Post-operative patient treatment included revision surgery and hernia repair with new mesh.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: "fibroadipose tissue"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced fat necrosis, fibroadipose tissue, mesh separation, recurrence, adhesions, pain, discomfort, mesh migration, & mesh disruption. Post-operative patient treatment included revision surgery and hernia repair with new mesh.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced fat necrosis, fibroadipose tissue, mesh separation, recurrence, adhesions, pain, discomfort, mesh migration, mesh disruption, and mesh failure. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, pain, discomfort, and mesh migration. Post-operative patient treatment included revision surgery and hernia repair with new mesh.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent hernia repair with mesh.